Event description:
Robotic stapler used, when doctorused it the first couple loads misfired (3 of 5) and/or half fired. Then upon insertion of robotic stapler again, it finally gave a fault stating device failure, do not use. New staple handle opened and used without issue.